Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned for evaluation. The delivery system was visually inspected and a longitudinal tear that translated radially was observed as well as scratches along the tear line. No manufacturing non-conformances were identified. A dimensional analysis was performed on the balloon wall thickness. Measurements could only be taken on the single wall dimensions due to the condition in which the balloon was returned. The single wall thickness was measured on the left and right side of the longitudinal tear to obtain measurements of the proximal and middle sections of the balloon (where the tear occurred). These measurements were added to calculate the double wall thickness and compare to the specification; these measurements meet the double wall specification. The complaint was confirmed, but no manufacturing non-conformities could be found in the returned sample. Review of complaint history revealed similar confirmed complaints. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case the balloon burst was confirmed but no manufacturing non-conformities could be found in the returned sample. As outlined above, the patient¿s severely calcified native leaflets and aortic root likely contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The delivery has been returned to edwards lifesciences for evaluation; however the evaluation has not been completed. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by our (B)(6) affiliate that during the deployment of a 23mm sapien xt valve, the delivery system balloon burst. The sapien xt was implanted in an 80/20 aortic/ventricular position and severe paravalvular leak (pvl) was noted. Post dilatations were performed three times with a 23mm and the pvl was reduced, the final assessment of the pvl was mild to moderate. The patient¿s native leaflets and aortic root were reported to be severely calcified.